Event description:
The event involved a chemolock¿ connector where the customer reported that the device leaked at piggyback infusion site. The chemotherapy bag was taken down and remade for infusion by pharmacy. There was reported patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.